Manufacturer narrative:
(B) (4). Method: the device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: we were unable to carry out a lot check as no lot information was provided with this complaint. All mr290 chambers are pressure tested during production and those that fail are rejected. Conclusion: as the device was not returned to the manufacturer, we could not confirm how the leak occurred. The testing on the production line suggests this leak developed post production. It is likely that the leak developed during use with heating and expansion of the chamber. (B) (4).

Event description:
A hospital in (B) (6) reported via our distributor that the mr290 chamber leaks at the seam where the plastic dome meets the aluminum bottom. No patient consequence was reported.